Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. A manual sound test was performed and passed. Functional tests were performed and passed. An internal visual inspection was performed and passed. The speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot was performed and passed. Data log analysis was performed and failed. Functional test results was performed and passed. Internal visual inspection was performed and passed. Performed manual functional tests "try it", passed. Measure the speaker resistance and passed. The allegation was confirmed. The probable cause was receiver dispatch error.

Manufacturer narrative:
(B)(4).